Manufacturer narrative:
H4 have been corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep). It was unknown when the motor stall was first noticed. The rep was unaware of the cause of the motor stall. It was indicated the patient's weight at the time of the event was unknown, and the device was still in the possession of the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient¿s drug infusion device. The drugs being delivered were 120 mcg/ml clonidine, 6.5 mg/ml bupivacaine, and 6.5 mg/ml dilaudid (hydromorphone), all with minimum rate dosages. The reason for use was spinal pain. It was reported that a motor stall was seen at initial interrogation. The pump status and/or event log report motor stall occurred, and it was noted as active. It was unknown if the patient recently had an MRI. The rep stated they assisted with the pump replacement yesterday ((B)(6) 2018) due to a motor stall. The hospital was aware of the fact that the manufacturer would like the pump back for analysis, but the hospital policy is to send it to their pathology department first. It was reviewed to return the pump to the manufacturer. The rep was unsure if there was electromagnetic interference (emi) or magnetic interaction to the pump as a result of the motor stall. There were no symptoms reported. There were no further complications reported/anticipated.